Manufacturer narrative:
Implant date: occurred in 2014.

Event description:
It was reported that aortic stenosis and structural deterioration of the valve occurred. A 23mm lotus valve was implanted in 2014. In (B)(6) 2021, 7 years after the lotus valve implant, the patient presented with decreased health and shortness of breath. Oral anticoagulation was started. The patient was diagnosed with aortic stenosis and a valve-in-valve procedure was performed using a 23mm non-boston scientific valve. The patient was reported to be well without any symptoms after the procedure.